Manufacturer narrative:
Based on calibration and qc data, a general reagent issue could be excluded. A sample was requested for investigation but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant high result for one patient sample tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module. The sample was tested on the e 801 module and resulted with a positive toxo igm value. The positive value was reported outside of the laboratory to the patient. The sample was repeated on an abbott architect analyzer, resulting with a negative value. The serial number of the e 801 analyzer was requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.